Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% chronic total occlusion target lesion was located in the mildly calcified and moderately tortuous superficial femoral artery. This 3mm x 40mm x 145cm coyote es otw balloon catheter was advanced and could not cross the lesion without issue. Upon the 1st inflation, the balloon ruptured at 8atm. The procedure was continued with a 5.0 x 40 symmetry balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% chronic total occlusion target lesion was located in the mildly calcified and moderately tortuous superficial femoral artery. This 3mm x 40mm x 145cm coyote es otw balloon catheter was advanced and could not cross the lesion without issue. Upon the 1st inflation, the balloon ruptured at 8atm. The procedure was continued with a 5.0 x 40 symmetry balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood inside the balloon and inflation lumen. Positive pressure was applied with an inflation device filled with water and a stream of water emitted from a pinhole 2mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported balloon burst was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).